Manufacturer narrative:
The field application specialist observed the quality of the samples and no abnormalities were found. The field application specialist tested sample 1's primary sample tube as well as the aliquot sample tube. The hbsag result for the aliquot sample tube was 236.6 coi reactive, and the hbsag result for the primary sample tube was 0.786 coi non-reactive. The field application specialist could not test sample 2's primary or aliquot sample tube due to insufficient volume. The customer confirmed no confirmatory hbsag test was performed due to the insufficient volume of the primary and aliquot sample tubes. Also, the samples were not available for further investigation. The customer's calibration and qc results were within the acceptable ranges. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys hbsag ii results for two patients tested on a cobas e411 rack. Prior to patient testing, the customer confirmed the qc was within the acceptable ranges. The customer used the primary sample tube from both patients to create an aliquot sample. The customer reported the initial reactive hbsag results outside the laboratory. A day later, the reported results were questioned by the patients and the customer performed repeat testing with the aliquot and primary sample tubes on the same analyzer as well as a different analyzer with "cmia" methodology. (B)(6). The cobas e411 rack serial number was (B)(4).

Manufacturer narrative:
Based on the provided information, no general reagent issue could be detected. The investigation did not identify a product problem. The cause of the event could not be determined.